Manufacturer narrative:
The back out was discovered on post-op images. The images provided by the sales rep show 2 - 3 millimeters of a screw head being proud of the plate at the top level. The rep reported no adverse effect to the patient as of the date reported. This evaluation determined that this failure was within expected risk. It is unclear whether some damage occurred to the plate or sliders inter-operatively. No cause could be determined as to the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.